Manufacturer narrative:
Voluntary medwatch report received: mw5147536.

Event description:
Voluntary medwatch report received reported that the right ventricular lead exhibited high pacing impedance and low defibrillation impedance.